Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d5 and e1 (add phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "image was freezing" was caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system center was showing color anomalies and a blue screen, however, tissue could be seen. It was reported the patient was not under anesthesia. It was not specified during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and screen was found to be freezing due to a defective printed circuit board. In addition to the reportable malfunction the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.